Event description:
Boston scientific neurovascular became aware that during a procedure the subject device would not deploy. No complications with the patient were reported to have occurred as a result of this event.